Event description:
According to information received from the initial reporter, a patient with a bjork-shiley convexo-concave mitral heart valve was reoperated on due "partial detachment of the prosthesis". The prosthesis was resutured and not replaced.